Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. D1, d2, d3, d4: this report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the united kingdom reports an event as follows: it was reported that patient underwent revision surgery on (B)(6), 2023, to remove a proximal femoral nail antirotation (pfna) that had been implanted in spain six months ago. Doctors identified that there was delayed union of the fracture which would have progressed onto nonunion. The nail had been dynamized three months earlier with no effect. Patient had underwent a previous attempt to remove the construct on (B)(6), 2023, using a non-synthes universal removal kit. This was unsuccessful. During the procedure on (B)(6), 2023, the correct kit was used, however, the blade removal instrument could not be screwed into the back of the blade. The sales representative believes that this is due to damage from the prior week's attempt to remove it with the incorrect instrument and a twisting motion as the surgeon thought the blade was rotated in rather than hammered. The damaged blade removal instruments were then used but the end cap of the blade could not be removed. As the cap could not be removed, the hook method and plier method were tried to remove the blade; both were unsuccessful. Carbide drills and diamond coated burrs were then used and blade sleeve and blade itself were removed separately with pliers. This report is for an unknown pfna blade. This is report 1 of 1 for (B)(4) and captured the revision procedure on (B)(6), 2023. The procedure on (B)(6), 2023 is captured under (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment (B)(4) pfna blade removal peterborough - photos. Visual analysis of the photo revealed that unk - nail head elements: pfna blade had broken condition present at the coupling screw posterior half. Broken fragment is visible on the photos. Based on the information provided, root cause can be attributed to initial use of incompatible instruments that ended up damaging the implant. Subsequently, second attempt was not possible using the correct instruments. The use other more aggressive equipment to remove the blade resulted in significant damage to the implant during removal. Stg 0815/0699 rev. C removal guide for pfn implant and pfna/pfna-ii references the correct steps and instruments: 03.010.411 extraction screw, for pfna blade 03.010.522 spiral combination hammer, 500 grams 356.830 3.2 mm guide wire. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for unk - nail head elements: pfna blade. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.